Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00042: case 1, 3025141-2019-00043: case 2, 3025141-2019-00044: case 3.

Event description:
With use of an acutrak 6/7 screw, there was radiological nonunion. The patient regained independent mobility postoperatively but remained in a rigid afo. Revision surgery was not necessary. Case 4. From: article: headless compression screw fixation prevents symptomatic metalwork in arthoscopic ankle athrodesis. Odutola, adekoyejo a.; sheridan, barnably d.; kelly, andrew j. Foot and ankle surgery 18 (2012) 111-113.